Event description:
A customer contacted beckman coulter inc (bci) regarding false low creatinine (cr-s) results generated by the unicel dxc 600i synchron access clinical systems for multiple pts. Customer indicated that low cr-s results were reported out of the lab for forty seven (47) pts. Based on an example supplied, the initial results were in the range of <27-137umol/l. After a new reagent cartridge was loaded and qc was acceptable, the original samples were re-tested and higher cr-s results were obtained. The repeated cr-s results were in the range of 43-190umol/l. The results were amended. It is unk if treatment was initiated or withheld in connection to this event.

Manufacturer narrative:
Qc was out of range before the event, but recovered within range upon repeat. Upon discovering the issue, the cartridge was almost empty. A new cartridge was loaded and qc passed. A field service engineer (fse) was in the customer's lab for a different issue in late 2008. The fse reported "the reagent 'b' probe was vibrating when going down to the lower level". The fse replaced the probe and wash collar and performed alignment. Qa confirmed with the customer the next day that the cr-s cartridge was located on the carousel's lower level. Based on bci review, the vibrating probe could have contributed to the cr-s problem. The new cartridge may not have been impacted by the probe issue due to the difference in full vs. Low reagent level. Based on available info, the customer never mentioned the cr-s problem to the fse. In this event pt samples were re-tested. However, upon recurrence, a low cr-s result could contribute to serious injury. A clear root cause for this event cannot be determined to date. A malfunction will be assumed for the purpose of this report.